Event description:
On (B)(6) 2013, the reporter contacted animas stating that the pump lost power around 2am and the patient experienced a blood glucose (bg) value over 500m/dl with nausea and back pain. The patient reportedly treated the bg with a novolog pen and her bg was reported to be 208mg/dl. Customer support (cs) reviewed the pump history and noted an unconfirmed alarm on (B)(6) 2013 and that the pump was set to auto-off at 12 hours. Cs advised the reporter that an unconfirmed alarm can drain the battery life. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Cs determined that use error contributed to the reported bg event because the patient did not confirm the alarms appropriately which caused the battery life to drain. Additionally, the pump was set to auto-off.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.